Manufacturer narrative:
The customer¿s report of the secondary potassium infusing faster than expected was not confirmed. Analysis of the pcu event log showed that at 8:57pm on (B)(6) 2016 a secondary infusion of potassium chloride peripheral 20meq/100ml was programmed to infuse at 50ml/hr with a vtbi of 200ml to infuse over 2 hours. Twenty-three minutes after the secondary infusion was started, the rate was changed to 100ml/hr and the vtbi was changed to 10ml. A minute later, the user changed the rate of the secondary infusion to 250ml/hr and the vtbi to 100ml, however 'no' was selected in response to the following guardrails warning, ¿rate exceeds guardrails limit of 109ml/hr. Proceed?¿ and the system was shutdown. At 9:22 pm, the system was powered on and lactated ringers was programmed to infuse at 125ml/hr with a vtbi of 500ml. At 9:23 pm, the device was paused and then alarmed for flo stop open and immediately restarted. At 9:39 pm, the device was channeled off and the system was powered off. The volume recorded as being infused during this period was 20.449ml for the secondary infusion. The starting/ending volume of the fluid container cannot be verified through device logs. Functional testing was performed and found the device to be delivering fluid within specification. The disposable sets were not returned for investigation. The root cause of the secondary of potassium infusing faster than expected was not identified.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that a secondary infusion of 20 meq kcl in 100 ml volume was programmed to infuse at 50 ml per hour but finished in less than 30 minutes. The patient notified the nurse that her arm was hurting near the IV site, and the nurse noticed that the potassium bag was empty but the pump showed that the time remaining was 1 hour and 36 min.